Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h4; h6 and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. However, the customer called the technical assistance center (tac) to continue troubleshooting process. During the call, the customer could not mirror image from one monitor to the next monitor. Tac provided guidance to use the clone port on the back of the monitor and plug it in to the next monitor and change the input settings on the second monitor to the port he connected the cable to. The image was now working on both monitors fine. No further help needed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.